Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported that pump is worn against the skin. System check was performed with tandem technical support. Customer changed pump supplies to address the issue. Customer's blood glucose was in 300-320 mg/dl range.